Manufacturer narrative:
The device was investigated by a maquet field service technician. The device was tested according to the specifications. No device problem found. The device meets the specifications. Head perfusionist confirms that the unit did not cause the problem. Reference #: 705001238. Uf/importer report #: (B)(4).